Manufacturer narrative:
Mml#: (B)(4). Other devices explanted: model: 8145, description: implantable stimulation leads, serial numbers: (B)(6), UDI #s: (B)(4).

Event description:
It was reported that the reactiv8 system was explanted due to suspected infection at the implantable pulse generator (ipg) site. The patient was reportedly experiencing ipg site pain, fever, and redness around the ipg pocket. The patient went to the emergency room, where the device was explanted by an unknown neurosurgeon. Mainstay was only notified when the patient came to the implanting physician's clinic. No other information can be obtained. No device evaluation can be carried out. The device history record was reviewed. No relevant nonconformance's were found.